Manufacturer narrative:
Continuation of d10: product ID: afr-00003; product type: mapping hardware; product ID: afr-00004; product type: generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pulmonary vein isolation ablation was performed using the mapping system and hexagen remote control with a sphere 9. During the pulmonary vein isolation ablation, the remote control system went offline, which temporarily inhibited further ablation and interrupted the procedure, and ablation was resumed after the remote control system was restarted. Subsequently, atrial flutter/tachycardia was induced and an activation map was attempted; during mapping, electrograms were not displayed on the map and the map appeared as a black shell with no points visible on the voltage map. The entire system was restarted, and after rebooting, mapping points appeared and mapping and ablation were continued in the left atrium. Later, while performing a cavo tricuspid isthmus line in the right atrium, a steam pop was heard during radiofrequency ablation, prompting immediate termination of the procedure. No pericardial effusion or other complications were observed following the steam pop. The procedure was aborted. The patient was undergeneral anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and a video were returned and analyzed. The files showed multiple notifications were received. The video showed a steam pop occurred during radiofrequency lesion #55. In conclusion, the reported issue was confirmed through data analysis. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.